Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received form the us stating that the device will not secure the cutter. The user had to reduce the rmps down to 40,000 due to the cutter launching out of the device into the patient during the procedure. The device was used in surgery. There was no patient or user injury reported. There was no additional information provided.